Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One unopened phacoemulsification tip, in a wrench within an unopened small parts tray (smpt) was received in a tray with other items for the report. The returned sample was visually inspected and was found to be conforming, no wear was observed on threads, black of flange, and nut corners. The wall thickness is even at the bevel tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos attached to the file were reviewed by the manufacturing site. Photos one and two show a broken phacoemulsification tip with the distal tip retained in the eye while the proximal end still attached to the handpiece. Phacoemulsification three shows an image of a television (tv) screen with the broken distal piece of the phacoemulsification tip retained in the eye. Photo four is of a pak label, reported product and lot information is confirmed. The reported issue is confirmed from the photo review. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, tip was broken into two pieces during surgery as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a tip was broken into two pieces during surgery. The procedure type was unknown. It was unknown how the surgery was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4., and h.11. Based on information received following submission of the initial report, the lot number was changed from unknown to 16rx26. The manufacturer internal reference number is: (B)(4).